Event description:
It was reported that the rasp is not attaching securely to the broach handle. The client has tried it on three handles. In addition, it was reported that there was less 30mins. Delay.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the cea secur-fit broach was returned in used condition. Some scratches were observed on the locking post and surrounding flat surface. The device was otherwise unremarkable. Dimensional inspection: not performed as the event is not related to the dimensions of the device. Functional inspection: the broach was assembled to a cea broach handle, catalog: 1100-1000. The fit of the reported device was compared to that of a new cea broach pulled from fg and found to be comparable. The handle was impacted repeatedly while attached to the reported device. The broach remained attached to the handle. The device is functionally acceptable. Conclusion: the event could not be confirmed as the reported event could not be replicated. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the rasp is not attaching securely to the broach handle. The client has tried it on three handles. In addition, it was reported that there was less 30mins delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.